Event description:
It was reported that during a stent procedure in a tight, diffuse lesion in the rca, an attempt was made to pass a second stent through an already deployed stent. The stent would not cross, and therefore it was deployed at the point where it would not cross. No further intervention was done, and the case was considered a success.